Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was located under the sensor tape and described as inflamed, red, bumpy and beginning to peel. Affected area was treated with tegaderm, bard's skin barrier, skin-tac, band-aids, IV 3000 and opsite flex. On (B)(6) 2016 the patient's mother brought the patient to the dermatologist in response to the skin reaction. Patient's mother was asked what was in the adhesive and was suggested creams as well as prescribed steroid cream triamcinolone .1%. At the time of contact, the patient still had a mark on their skin. No additional event or patient information was provided.